Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon's "procedure onset is delayed by 4 minutes" and "after connecting ltf scope in otv-s300, the screen blackout 4 minutes and 27 seconds after imh-200 began recording" could not be identified from the information received. Additionally, the root cause of phenomenon " when ltf-s190-10 scope is connected, sand storms also occur" could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. The issues were unable to be replicated and no abnormalities were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the visera elite ii video system center screen blacked out 4 minutes and 27 seconds after the start of recording and a sandstorm image appeared when connected to a scope. The issue occurred during pre use inspection after the scope was connected. The issue was resolved by turning the power off and on and the procedure was completed with the same device. The start was delayed by 4 minutes. There were no reports of patient harm associated with the event.